Event description:
It was reported that, "total left hip arthroplasty revision. The pt status post primary left total hip arthroplasty in early 1990's. She has developed increasing groin pain and radiographic evidence that her acetabular component is loose."

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.